Manufacturer narrative:
Correction: h6 - conclusions code should have been 22 - known inherent risk of device. The following narrative should have been used in previous reporting: the device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23782, 3006705815-2020-30639, 3006705815-2020-30638. It was reported the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. Additionally the patient was placed on antibiotics.